Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user's dog ate the cartridge tubing. The user reported a blood glucose (bg) level of 278 mg/dl. The user changed the cartridge, resumed insulin delivery, and addressed bg level with a bolus. A follow up with the user on (B)(6) 2017 confirmed that the user's bg level was at target.